Event description:
The following notes are from the cardiologist's history and physical: "yesterday evening the patient was brushing his teeth and received four shocks and went into the emergency room. Interrogation of his medtronic device revealed activation for ventricular fibrillation (vf) with underlying noises. Possible fluid accumulation was noted on his cardiac compass. The patient notes, in retrospect, hearing a beeping sound about an hour before the episode. From the cardiac standpoint, the patient has been doing generally well. A little bit of shortness of breath about four days ago, which he believes was due to his asthma. No chest discomfort of any kind. No palpitations, dizziness, syncope or lower extremity swelling." The following are from the cardiology consult:last evening, the patient presented to the emergency room with a history of four discharges from his device. An analysis showed these to be inappropriate and related to the recalled sprint fidelis electrode. Today, the patient is having trouble with his pacing and sensing functions as well and has had his heart rate fall to the 30s. Arrangements are made to see the patient, reverse his anticoagulant regimen and take him to the operating room for lead extraction and reinsertion. The generator life was assessed and was depleted. The lead and generator were explanted. The patient had an uneventful recovery and was discharged home.